Event description:
It was reported that a tracheal tube's cuff had a leak. The leak was reported to be found during prior to use testing. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).